Event description:
Boston scientific received information that this transvenous right atrial lead did exhibit dislodgment at the pre-discharge follow up post-implant. Chest x-ray had confirmed the dislodgment. Sensing was noted to have dropped as well as loss of capture. There were no adverse patient effects beyond the need for unplanned surgical intervention.

Manufacturer narrative:
The surgical repositioning was successful. There is no further information expected.